Event description:
Ous MDR - post implant a hematoma on the pocket was observed. The patient received antibiotics and the hematoma was punctured. Later, on (B)(6) 2014, the patient was hospitalized due to high infection parameters. An infection of the implantation site was suspected and treated with antibiotics. Prophylactic antibiotics therapy was administered due to the risk of endocarditis caused by a biological mitral graft. A possible link between the hematoma and the pocket suspected infection was not proven. "The patient was hospitalized from (B)(6) 2014 until (B)(6) 2014, and received antibiotics. The blood culture was negative. On (B)(6) 2014: recovery of the infection was noted as well as regressive symptoms.